Event description:
It was reported that the pt's impedance measurements were out of the normal range. The pt has a return of symptoms. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.